Manufacturer narrative:
Reliability analysis. Inspected 1 opened/used enlite sensor and found sensor retracted inside sensor base and broken missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced sensor error. The customer's blood glucose value was 115 mg/dl at the time of the incident. The customer's blood glucose also went down to 42 mg/dl. The customer treated with a can of pineapple juice. The customer declined to troubleshoot for low readings. The product was returned for analysis.